Event description:
Senseonics was made aware of an instance where the eversense cgm system missed alerting an user of a hypoglycemic event, during the night.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The healthcare facility was not involved as the user did not report serious injuries. Unable to perform investigation. The time and date for the hypoglycemic event is not available. There is also no cgm data available on dms between march 1, 2019 to march 5, 2019 (date range during which the issue was reported) to verify if the low glucose alert was asserted correctly or not. No data available in data management system.